Manufacturer narrative:
Occupation: other- company representative. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, noise due to oversensing was observed on the right ventricular lead. The patient did not receive therapy during the oversensing. Electrical measurements were stable and in-range. The lead was replaced on (B)(6) 2018. No additional information was reported.